Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: non-conforming component, poor assembly process, misuse. Use error.

Event description:
It was reported that whilst using the device in a patient, one of the metal balls at the end of the probe came off the probe and was then in the patient's shoulder joint. The surgeon washed out the joint with saline. However because the ball is so tiny, there is no way of knowing if it is still in the patient or not. The procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that whilst using the device in a patient, one of the metal balls at the end of the probe came off the probe and was then in the patient's shoulder joint. The surgeon washed out the joint with saline. However because the ball is so tiny, there is no way of knowing if it is still in the patient or not. The procedure was completed successfully.